Event description:
It was reported that the patient had to do a system controller exchange. Log file review was requested which revealed an emergency backup battery fault on (B)(6) 2026 at 1:06 pm. This event was followed by a series of driveline disconnect and pump off alarms at 1:08 pm. Following connection to a new system controller, no further alarms were noted. The patient was admitted for a syncopal episode. The syncope event was due to the driveline disconnect, and no treatment for the syncope was performed

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported syncope could not be conclusively established through this evaluation. The controller event log files collectively contained events from 22feb2026 to 23feb2026. At 13:08:36, the driveline was disconnected, causing the pump to stop. The driveline remained disconnected until it was reconnected to (B)(6) at 13:14:56 on 22feb2026. Following connection of the system controller, the pump appeared to ramp up to the fixed speed without issue. These events appear consistent with the reported controller exchange and are further addressed under the controller investigation. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.